Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that during an initial total knee procedure, the tibial broach instrument broke. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
H6: proposed component code: mechanical (g04) - impactor visual examination of the returned product identified signs of repeated use (tool marks) and the impact area on the instrument has fractured from the body of the device. The device was submitted for further analysis. Analysis determined the weld fracture surfaces exhibited river lines and tensile overload artifacts suggesting that the device possibly fractured due to tensile overload mode of failure. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.